Manufacturer narrative:
Hpc# 02220. Sterimate# 202202. W2e reg, needle valve, hp flow cntrl clogged. No water flow due to a blockade in the hp cable. Cracked auxiliary foot pedal connector on the power drive board. Powder buildup in the bowl and cap threads causing an air leak flattened and pinched tubing. Powder bowl cleaned and retubed. Replaced worn/damaged parts and recalibrated to the manufacturing specifications qa by (B)(4). Note: no water hose sent in for evaluation. DHR review is not required because the product was returned for evaluation and the customer complaint is a known hazard. Customer complaints are monitored during monthly psc meetings. The failure mode mentioned in this complaint is also identified as a potential hazard in the corresponding risk management file. Therefore, no additional action is necessary.

Event description:
While using prophy - jet g138 they allege that they have low water pressure and the handpiece is getting hot, no injury resulted.